Event description:
It was reported that the right atrial (ra) lead had high and unstable threshold, no capture and a possible fracture. Upon attempting to "fix" the ra lead, the vein was occluded. The lead was capped and replaced in a different vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.